Event description:
Per complaint (B)(4), the implant did not fit and was too large. Additionally, per the complaint the implant appeared to be labeled incorrectly. The clinician tried to place two implants unsuccessfully, and states a labelling issue. The implant was replaced.

Manufacturer narrative:
Follow-up submitted to report device evaluation.